Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged quick bolus button and fill estimate issues could not be verified. Additionally, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer had an unspecified cartridge issue. It was also reported that the pump shut off unexpectedly. Lastly, it was reported that the wake button was "broken". The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.